Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed self-test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, insulin pump alarmed unexpected restart after battery change and resets time/date, problem isolated to interface board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 522 mg/dl and low blood glucose of 30 mg/dl. The customer stated that insulin pump had received unexpected restart. Troubleshooting was performed and received another pump error. Troubleshooting was not performed for high blood glucose level and low blood glucose level. The insulin pump will be returned for analysis.